Event description:
It was reported that during a sigmoidectomy procedure, the staples were not formed during the third and fourth firing. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.